Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (Left) a manufacturing record evaluation was performed for the finished device 9610054 number, and no non-conformances were identified. Manufacturing date: aug/02/2021, expiration date: aug/01/2026. (Right) a manufacturing record evaluation was performed for the finished device 9614800 number, and no non-conformances were identified. Manufacturing date: aug/13/2021, expiration date: aug/12/2026. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with two 475cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with capsular contracture (baker grade unknown) on an unspecified breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since it was not specified which breast suffered from capsular contracture, both the right and left implant information have been provided.

Manufacturer narrative:
On april 12, 2024, mentor received additional information indicating that the patient suffered right breast capsular contracture (baker grade IV) and double bubble deformed implant position. In addition, the patient had undergone breast implant removal surgery on (B)(6) 2024. On april 24, 2024, mentor received additional information indicating that during the removal surgery on (B)(6) 2024, the patient was actually also diagnosed with bilateral breast capsular contracture (baker grade IV on both side, right breast pain, and bilateral breast ptosis. The patient's implants were replaced bilaterally with two 500cc mentor smooth round moderate high boost gel implants. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture, breast pain, ptosis, double bubble deformity. This medwatch form is for the right breast prosthesis. Complications on the left breast will be reported under mrn: 1645337-2024-05151